Event description:
Per the clinic, the patient experienced recurrent drainage from the implant site. The patient was treated with oral and topical antibiotics; however, the issue could not be resolved. It was also reported that the patient experienced extrusion of the receiver/stimulator through the implant site. The device was explanted in (B)(6) of 2010 (exact date not reported), and was reimplanted with a new device.

Manufacturer narrative:
This report is filed on (B)(4) 2013.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2013. There are no plans to reimplant the patient as of the date of this report. This report is filed (B)(4) 2013.

Manufacturer narrative:
Correction: the device was repositioned (B)(6) 2012; and not explanted as previously reported. This report is filed (B)(4) 2012. Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted (date not reported) due to chronic skin breakdown over implant site. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).